Manufacturer narrative:
Additional information: device evaluation: the customer provided video was received by the manufacturing site for evaluation. In reviewing the video provided, it appears that the damaged areas of the lens were already damaged before the lens was delivered into the eye. The low diopter lens was deformed by the push rod at the point of contact with the lens, but the delivery of the folded lens was as expected and did not present any damage to the lens at the point of contact. It was also noted that the cartridge deflection was not unusual for a low diopter lens (11.5d). Without examination of the device in question (simplicity packaged multifocal lens) it could not be determined what caused the lens damage observed other than it is clear the issue occurred before the start of the provided video when the device was prepared for use. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the pre-loaded intraocular lens (iol) , it became clear that the iol was damaged. There was a crack on the either side of the lens.the iol remains implanted and it is unclear if it will be explanted. No further details were provided.